Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xpert pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. Thromboendarterectomy was performed, and an unspecified 6f introducer was used. A 5.0x40mm xpert pro self-expanding stent system (sess) was advanced to the lesion. When deployment of the self-expanding stent was attempted, the stent got stuck in the delivery system. The sess was removed together with the sheath as a precautionary measure. Percutaneous transluminal angioplasty (pta) was performed and the procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Investigation determined that a conclusive cause for the reported deployment issue and difficulty removing could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.